Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device, patient and event information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had his scs ipg explanted and replaced with another manufacturers device because the ipg was inoperable. It is unknown when the procedure occurred.